Event description:
It was reported that there was a left ts knee revised due to light soft tissue. The surgeon went to a hinged knee for stability.

Manufacturer narrative:
Catalog numbers and lot codes are unknown at this time. The device was reported as an unknown insert. Additional devices listed in this report: -unk tibial component, unk femoral component, unk tibial stem, unk femoral stem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.